Event description:
It was reported that the pump periodically shuts down was experienced.

Manufacturer narrative:
Device evaluation: one device was returned and visual inspection revealed smiths tamp seal were missing. Scratches and cracks found on lcd lens screen upon inspection, cannot duplicate the intermittent power issue problem. Device was working as intended. We recommend replacing the main board as a preventive measure.

Event description:
Additional information received: issue occurred during maintenance check between patients; returned to pharmacy. No patient involvement.